Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the therapy electrodes and a burn-like irritation under the lifevest garment. The patient has a history of rosacea on the face. There was no alleged device malfunction contributing to the irritation. The patient's physician gave the patient a prescription for the skin irritation and advised the patient that the lifevest can be removed until the irritation improves. Follow up indicated that the skin irritation improved with the use of the prescription.